Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 280 mg/dl at the time of incident. The customer's blood glucose was 410 mg/dl at the time of hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they found that the battery was damaged during troubleshooting. The insulin pump will be returned for analysis.